Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer aux 1 continued to fail, and the scanner was able to scan medications but did not populate them on the refill screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer auxiliary 1 continued to fail, and although the scanner scanned medications and did not populate on the refill screen. A field service engineer (fse) performed troubleshooting by releasing the cubie pockets for full height auxiliary drawer 1 in the hardware test application. The fse inspected the row board cable and cubie trays, removed visible debris, and reseated the full height cubie pockets. The barcode scanner was then inspected, and a loose universal serial bus (usb) cable was identified, reseated, and secured using double-sided tape. To verify the repair, the fse scanned multiple items and successfully performed a jadak qr reset, confirming proper operation. The system functioned as intended after field service engineer repaired the device.